Manufacturer narrative:
(B)(4). Date sent: 9/30/2024. D4 batch#: t93e14. The following information was requested, but unavailable: did the generator display any error messages and if so, what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. The handpiece was disassembled to verify the condition of the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The handpiece is a re-useable instrument with a limited-service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device lot: t93e14, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the device is out of service. No loaner. No further information available.